Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient underwent closed reduction on (B)(6) 2012 after she squatted down and dislocated. On (B)(6) 2013, she dislocated when she bent over to pick something up out of the bathtub and was revised after three attempts at closed reduction failed.

Manufacturer narrative:
Clinical report states that patient underwent closed reduction on (B)(6) 2012 after she squatted down and dislocated. On (B)(6) 2013, she dislocated when she bent over to pick something up out of the bathtub and was revised after three attempts at closed reduction failed. Doi (B)(6) 2012 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.